Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the ICD was deactivated before the patient went into a surgical shoulder operation. After the procedure defibrillation feature was activated again using the hv therapy values, and the device settings automatically changed back to nominal settings. Following this the patient received inappropriate hv shocks. The device remains implanted.